Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 239 mg/dl at the time of the call. The customer used soda, food, and snacks to treat her past lows, and was given food and soda by the paramedics. The customer experienced symptoms such as disorientation, getting sick, and an urge to use the bathroom. The customer was wearing the insulin pump during the incident. Customer was not sure if the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer has been experiencing a lot of lows since (B)(6) 2018. The customer though her past lows were due to working hard and not eating enough. The insulin pump will be returned for analysis. Pump passed functional testing.